Event description:
The pt was implanted with a siltex becker expander/mammary prosthesis on 1/13/1994. Subsequently, the pt experienced a rupture of the device and a seroma. The device was removed on 3/13/1997.